Manufacturer narrative:
Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.0870 inches. Unit unable to communicate with meter due to moisture damage on electronic assemblies. During visual, electronics stack and motor had moisture damage. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that it was impossible to connect the insulin pump with meter. The customer's blood glucose level was unknown. The insulin pump will be returned for analysis.